Event description:
Check button on infusion device was defective. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.